Event description:
Additional information was received that no x-ray was taken and the patient was scheduled for another follow-up visit.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that there was oversensing of the atrium on the right ventricular (rv) channel. The oversensing did lead to pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) was consulted and suggested an x-ray to determine placement of the rv lead. Possible interference from the patient's left ventricular assist device (lvad) was also discussed. The field representative is attempting to obtain resolution from the clinic. No adverse patient effects were reported.